Manufacturer narrative:
Product event summary (B)(4) - the full lead was returned and analyzed and no anomalies were found. The outer insulation of the lead was extrinsically breached due to a tear. A visual summary analysis of the lead indicated apparent explant damage. (B)(4).

Event description:
It was reported that the device reached elective replacement indicator due to possible premature battery depletion secondary to high output on the atrial lead. The atrial lead has had high threshold since implant and it was noticed via fluoroscopy that the lead was pulled back straight. The device and lead were explanted and replaced. No patient complications have been reported as a result ofthis event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Addrs1 implantable pulse generator, 2010-(B)(6). (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.